Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The high blood glucose was 547 mg/dl at the time of incident. The current blood glucose was 71 mg/dl. The other relevant blood glucose was 500 mg/dl and 511 mg/dl. The customer experienced the symptoms such as nausea and vomiting. The customer was treated with manual injection for high blood glucose. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for analysis.